Manufacturer narrative:
Date of event: exact date unknown, event occurred past six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was not functioning due to end of life issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital restrictions.